Event description:
Patient experienced shortness of breath with their device. Changed to mdt device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).